Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 15:00:16. Programmer s2d data file 13144749 shows 1 - alert for rv bipolar lead impedance = 1045 ohms on (B)(4) 2011 15:00:16.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.